Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was observed on the sample. The stylet had been completely removed from the catheter and t-lock extension set. The stylet wire was kinked 24.5 cm and 29.5 cm from the distal end of the yellow tab. The stylet was received in two segments. A break in the polyimide tubing was observed 4.1cm from the distal tip of the polyimide tubing. A microscopic examination revealed that the polyimide tubing had been kinked at the fracture and between the magnets both proximal and distal to the fracture in the polyimide tubing. The cross section of the adjoining ends of the polyimide tubing was noted to be uneven and granular. A magnet was missing from the polyimide tubing proximal to the fractured in the tubing. One of the magnets was received separate from the polyimide tubing. It appears that the stylet was kinked during use, which may have initiated the fracture in the magnetic end of the stylet. It was reported that during insertion, the sample coiled up and the catheter could not be placed. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebr0421 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that during insertion the guidewire coiled up. It was stated that they were unable to place the PICC and used another kit to complete the procedure. 07/26/2017-sample evaluation found stylet broken.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0421 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that during insertion the guidewire coiled up. It was stated that they were unable to place the PICC and used another kit to complete the procedure. On 07/26/2017-sample evaluation found stylet broken.